Event description:
It was reported while using the BD Phoenix¿ M50 Automated Microbiology System a patient isolate had a high MIC (false resistant) result for the drugs Vancomycin and Ertapenem. The user verified the final result using disk diffusion. No health impact or consequence reported.This is report 5 of 5.

Manufacturer narrative:
THERE WERE MULTIPLE 510K NUMBERS REPORTED TO BE INVOLVED. THE INFORMATION FOR THE ADDITIONAL 510K IS AS FOLLOWS: G4. PMA / 510(K)#: K020321, K040099, K131331 AND K250344. H3. A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED WHILE USING THE BD PHOENIX¿ M50 AUTOMATED MICROBIOLOGY SYSTEM A PATIENT ISOLATE HAD A HIGH MIC (FALSE RESISTANT) RESULT FOR THE DRUGS VANCOMYCIN AND ERTAPENEM. THE USER VERIFIED THE FINAL RESULT USING DISK DIFFUSION. NO HEALTH IMPACT OR CONSEQUENCE REPORTED. THIS IS REPORT 5 OF 5.

Manufacturer narrative:
Investigation Summary:Introduction:A complaint alleges that the instrument was providing false positive results.Material#: 443624.Serial#: (b)(6).Investigational Testing/ Review:Initially, remote support was provided to the customer. The Support Specialist facilitated the replacement of the Universal Power Supply (UPS) as that was suspected of being the cause of the results errors, such as false resistance. However, after replacement of the UPS the issues still occurred. A BD Field Service Engineer (FSE) was then requested to go onsite to evaluate the instrument. Upon arrival, the FSE did not note any technical problems with the instrument. The FSE noted that the Tiers had a difference in some of their optical values and as such the FSE cleaned the lenses and performed some verification tests all with passing results. The instrument continues to operate as expected. Service History review for this instrument was completed and revealed no previous complaints related to this issue.Conclusion / Outcome:Complaint is unconfirmed based on the information provided by Service. The Root cause cannot be determined with the information provided.Review of Risk management files confirms there are no new or modified risks associated with this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The BD business team regularly reviews the collected data for identification of emerging trends.